Event description:
It was reported that the handpiece stopped working during surgery. The surgery was delayed over 30 minutes but no adverse consequences were reported as a result of this event. The surgeon completed the surgery with a different shaver system. No further patient information has been provided by the customer. The device is used for treatment.

Manufacturer narrative:
Device is expected for evaluation but has not been received yet. A follow up report will be submitted upon completion of the investigation.